Manufacturer narrative:
Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The surgeon noted a nick on the +21.0 diopter cc4204a collamer single piece lens after it was inserted into the eye. The reported stated the injection system was inspected by both the tech and surgeon prior to surgery so the damage occurred during insertion. The lens was retrieved and replaced without any injury to the patient, the cause of the event was unknown.

Manufacturer narrative:
Pt weight: unknown. Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation, method: lens work order search. Results: visual inspection of the returned lens showed both the optic and haptic were torn. A lens work order search revealed there were no similar complaints within the work order. Conclusion: based on the complaint information, product evaluation and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, nothing in the manufacturing, sterilization, and packaging processes of the lens is likely to have contributed to the complaint. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, intraoperative lens exchange was performed to address tear ("nick") on the optic of the single-piece collamer iol noted after insertion. Incision was not enlarged and no other tissue damage was reported. Replacement lens was successfully implanted. According to the report from the facility, dated on (B)(6) 2015, the most likely cause of the event was unknown. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).